Event description:
Caller reported that the tandem mobi pump battery would not charge. The issue led to a pump shutdown, causing customer¿s elevated blood glucose (bg) level displaying as "high"; however, specific value was not provided. To address the high blood glucose level, the customer administered a correction injection via mdi without requiring third-party assistance. The issue was initially identified as unstable charging, which was resolved by using a non-tandem charging pad, cable, and wall adapter. Caller was informed that using third-party charging supplies is not recommended unless instructed for troubleshooting, and replacement charging supplies were sent via two-day shipping.